Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module (pm) would not charge the backup battery. A different battery was tried, and it was not successfully charged so the pm would be returned for service. It was additionally stated on 04nov2024 that the system was discarded. It was stated to be an old unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not charging the backup battery was unable to be confirmed. The heartmate power module (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that a different backup battery was connected, and the issue was reproduced. The unit was being discarded since it was an old unit. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate power module instructions for use (IFU) (rev. B) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.